Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Pump reset information was provided, and in collaboration with technical support, the customer successfully reset the pump. The customer was advised to continue using the pump and to contact support if the issue recurred.